Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after running out of insulin and remaining disconnected during a meal, leading to approximately two hours without insulin delivery; the highest reported glucose was 233 mg/dl measured by cgm, with a teflon infusion set in the abdomen and no device alarms reported. Symptoms included elevated blood glucose without reported adverse clinical effects. Outcomes included no hospitalization and return to target range by the time of the call. Investigation included user interview and troubleshooting focused on infusion set management and reconnection practices, with education provided. Investigation of this case revealed user handling contributed to hyperglycemia due to delayed cartridge refill and failure to promptly reconnect the infusion set, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to insulin supply management and infusion set reconnection.